Event description:
It was reported that two weeks post implant, the patient developed a mass on the right ventricular lead which was found to be a thrombus. The system was explanted a month later. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.